Event description:
It was reported that the procedure was to treat the left anterior descending coronary artery with moderate calcification, moderate tortuosity and 75% stenosis. During angioplasty, an unspecified balloon was advanced over a hi-torque balance middleweight (bmw) universal ii guide wire (gw). Resistance was noted due to the patient anatomy. Upon deflation, resistance was felt with the gw during withdrawal. A slight force was applied and both devices were removed together without issues. Upon withdrawal, the gw black coating was noted to be coming off. An unspecified guide wire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the balloon catheter encountered resistance during advancement and removal over the guide wire. Factors that may contribute to difficulty removing/advancing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the balloon catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the balloon catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during removal and advancement. Additionally, it is likely that manipulation of the guide wire, when resistance was met, contribute to the reported peeled core; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. H6: medical device problem code 2017 clarifier- excessive force.